Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The wavespring is missing. The external condition shows moderate signs of wear. A functional evaluation was performed. The reported scenario "did not mill correctly" cannot be confirmed as it is impossible to unlock the drill/load the burr with the wavespring missing. The wavespring was replaced for further testing. A kpc test was performed. All test passed. Set exposure was validated. The set exposure was set to zero. The burr set flush with the drill guard. A test case was performed. The burr was loaded. The test case was completed without any failures occurring. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. No failures were found. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the wavespring being pulled off when removing the carriage. Possible cause can be a worn out wavespring. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence robotic drill did not mill correctly and several parts came loose during disassembly. The procedure was resumed, without any delay, with a change in surgical technique to manual procedure. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case (B)(4).